Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a follow up noise was detected on the right atrial (ra) lead when moving the patients arms. A procedure took place and it was noted that there was a poor connection thus the ra lead was reconnected and noise was no longer present. The patient continued to be hospitalized for observation. No adverse patient effects were reported.